Manufacturer narrative:
The hillrom technician tested the bed and found the bed to be working as designed, no malfunction found with the bed. An onsite evaluation of the bed was performed due to the allegation of the bed exit not alarming. The technician found that the scale read -22.5 kilograms without any weight on the scale. The technician zeroed the scale and tested it using a 45.6 kilogram weight, with the read out of 44.9 kilograms. All three position sensors were tested and they all alarmed. The volume setting was at the highest volume and was heard at the nursing station. Investigation indicated that there was no evidence of a product malfunction, as the device performed as designed. Furthermore, the investigation indicated the user did not follow instructions and/or labeling. Thus, the bed exit not alarming is considered a user error. The brain hemorrhages are considered life threatening. The resulting transfer to the intensive care unit as well as a rehabilitation facility were done with the intent to prevent permanent impairment. Thus, this is considered a reportable serious injury as a result of a use error (lack of zeroing the bed to allow for appropriate bed exit alarm usage). Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventative maintenance (pm). Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician found no malfunction with the bed , the bed was working as designed and it was a user error which resulted in patient serious injury. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the exit alarm was not working resulting in patient serious injury. It was initially reported that the bed exit alarm did not sound, but was set, and the patient sustained an injury. Upon follow up, it was clarified that the nursing staff had heard a loud noise and found the patient face down next to the bed. The patient sustained facial fractures, and a CT scan indicated both a subdural hemorrhage and subarachnoid hemorrhages. The patient was transferred to the intensive care unit and then to a tertiary care center for neurosurgical services. The patient was considered a bleeding risk, and no neurosurgical intervention was performed. The patient was ultimately discharged to a rehabilitation facility, and as of (B)(6) 2021, was much improved. The bed was located at the account. There was serious patient injury reported. This report was filed in our complaint handling system as complaint #(B)(4).